Manufacturer narrative:
Product complaint #: (B)(4). Upon receipt of (B)(4), it was noted extended tabs were broken at intended location. As such, no product problem has been identified. Based on this determination, this device is no longer reportable. This follow up will serve as the correction to identify that the device issue is not reportable. An investigation will be conducted however a investigation follow up will not be filed unless the investigation yields new information that would make the device reportable.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4).

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Breakage. Patient consequence? : no.